Manufacturer narrative:
H.6 investigation summary: material #: 367983. Lot/batch #: 2278333. Bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to label lift as all samples met specifications. 30 retain samples were subject to a visual inspection for label lift. All samples passed testing with no presence of label lift on any of the 30 tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode label lift. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was label lift off/partial peel off. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the edge of the label is warped, causing the automatic labeling machine to be stuck, which affects the progress of the experiment. No other adverse effects on patients.".

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was label lift off/partial peel off. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: the edge of the label is warped, causing the automatic labeling machine to be stuck, which affects the progress of the experiment. No other adverse effects on patients.